Event description:
Caller reported an alarm with a tandem mobi cartridge, which prompted an occlusion alert. There was no adverse impact to the customer's blood glucose level. Technical support confirmed the alarm and advised removing the cartridge from the pump, followed by delivering a 9-unit bolus, which did not complete successfully. The customer was able to reload the original cartridge and resume insulin therapy. Due to multiple troubleshooting efforts without resolution, a pump replacement was initiated, and the customer will continue using the current pump while waiting for the replacement.